Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not repaired by philips. It was reported that a third party company inquired about the faulty condition, and performed the repair. The km responder did not specify what part was replaced to resolve the issue, and the device was returned to service. The km also specified that the repair was completed by the third party, using parts from a different ventilator. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined what parts were replaced to resolve the issue. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
E: (B)(6) hospital. (B)(6). Phone (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a primary alarm failed error message. The device was in clinical use when the issue occurred. No patient or user harm reported.